Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast, ok and up buttons were unresponsive and the down arrow responded appropriately. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the ok keypad button became intermittently responsive two days ago and that on (B)(6) 2012 the ok button became completely unresponsive. The patient stated that the other keypad buttons are functioning appropriately. The patient stated that he slice a hole over the ok keypad button to see if he could examine the mechanics underneath and get the button to work. The patient reportedly wears the pump on a belt and does not clean the pump. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.